Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during an initial implant procedure, the stylet of the left ventricular (lv) lead was difficult to remove from the lead. Malfunction was alleged on the lv lead. The lv lead was not used and another lv lead was used to successfully complete the procedure. The patient was stable throughout.